Manufacturer narrative:
The device in question was returned manufacturer on april 9,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that when connecting the device, the co2 gas error number 3fd appears. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "when connecting the co2 gas, error number 3fd appears" could be confirmed. The most probable root cause is a contamination of the high-pressure regulator and the regulator unit which led the control valve to be leaky. Further, the flow sensors are not working correctly, this is also a subsequent error from the contamination. Additional, further defects, independent from the reported defect, are detected. The housing and the front module have signs of damage. The IFU (uip400_en_v2.1_IFU_ce-MDR) is stating this "failure of products" clearly in section 3.9, page 12. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. This event is filed under internal complaint ID (B)(4).